Manufacturer narrative:
Lab analysis was unable to confirm the "as reported" observation of twiddlers syndrome. In conclusion, there was no problem detected.

Event description:
It was reported during a routine follow-up in december 2018, a chest x-ray confirmed the right ventricle lead had dislodged, and wrapped around the device. This is consistent with twiddlers syndrome. The patient underwent s-ICD implant in (B)(6) 2019, and the old device along with the right ventricle (rv) lead were extracted (B)(6) 2019. Surgical intervention was necessary due to twiddlers syndrome.

Manufacturer narrative:
The device has been received for analysis, and the investigation is in progress. This report will be updated upon completion of analysis.

Event description:
It was reported during a routine follow-up in (B)(6) 2018, a chest x-ray confirmed the right ventricle lead had dislodged, and wrapped around the device. This is consistent with twiddlers syndrome. The patient underwent s-ICD implant in (B)(6) 2019, and the old device along with the rv lead were extracted (B)(6) 2019. Surgical intervention was necessary due to twiddlers syndrome.